Event description:
It was reported that bd maxguard extension set was occluded. The following information was received by the initial reporter with the verbatim: patients albumin med kept getting occluded. Checked the tubing and found that the med wasn't infusing through the tubing at all, it seemed to be stuck. Replaced the tubing with the same extension set and med is infusing fine now.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.